Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation conclusion codes no longer apply.

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported she had a car wreck a year and a half prior to the report and the leads pulled or something. The patient had to shut her stimulation off as it felt shocking when she was in a car wreck. The patient was had the device explanted on (B)(6) 2016. At the time of the report, the issue was resolved.

Manufacturer narrative:
Analysis of the ins found that it was functionally okay and insignificant anomalies were found. (B)(4).

Event description:
Additional information received reported that the patient experienced painful stimulation and pain at the pulse generator site. It was unknown if the device had been explanted or replaced. The event cause was determined to be an auto accident. High impedances were noticed on all electrodes. It was noted that the device was in continuous mode and the patient recovered without permanent impairment. No further follow-up was required as all known information was provided and the patient was noted to have recovered without permanent impairment.

Event description:
It was reported that the patient¿s current device is not working. The device stopped working six months ago. The patient was in an accident and device "became disconnected". It was noted that the patient will have to have a new device implanted, however no symptoms, interventions or outcome were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# v011552, implanted: (B)(4) 2006, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# v011552, implanted: (B)(6) 2006, product type: lead. (B)(4).